Event description:
It was found during a baxter eval that a pump experienced a delayed keypad response. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. Eval found a delayed keypad response was experienced during the product eval caused by a failed processor pcb (specific component not identified). The delay observed was approx 3 seconds. The keypad was tested and all keys were found to function as designed. The failed processor pcb was replaced.